Event description:
It was reported that during a total thyroidectomy procedure, the surgeon was experiencing issues with hemostasis. The surgeon had to use bovi to seal about a third to a half of the vessel. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.